Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a controller fault alarm. The vad coordinator noted a driveline fault alarm followed by a pump stop in the event history. The patient was admitted and further review of the event history by the manufacturer's technical services noted the driveline was disconnected for approximately one minute from the controller and was then reconnected. The pump connection was restored and the pump parameters returned to within normal operating ranges. The patient was reported to be asymptomatic while the driveline was disconnected.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.